Event description:
It was reported that the patient underwent an spectra concealable penile prosthesis replacement surgery due to cylinder malposition. It is suspected that the device was oversized or was not placed correctly into the glans. No patient complications were reported.

Manufacturer narrative:
The complaint component has not been returned; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. As it is suspected that the device was oversized or was not placed correctly into the glands, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient underwent an spectra concealable penile prosthesis replacement surgery due to cylinder malposition. It is suspected that the device was oversized or was not placed correctly into the glans. No patient complications were reported.